Manufacturer narrative:
According to the facility on (B)(6) 2022 during a medication injection the needle became detached from the syringe while in the patient and the patient did not receive the full dose of medication. Per the facility the injection was inserted in the patients right lower quadrant of the abdomen in the patient's 'pinched adipose tissue'. Per the facility during the injection when the plunger was depressed, the syringe came apart from the needle and the medication 'exploded out of the syringe'. Per the facility the staff member administering the injection performed the administration as 'they've always done for the past 10 years'. According to the facility the patient did not receive their full dose of medication as it was unclear how much medication was administered prior to the syringe detaching. Per the facility the patient is reporting to be doing 'fine'. The device that was used is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 during a medication injection the needle became detached from the syringe while in the patient and the patient did not receive the full dose of medication.